Manufacturer narrative:
H3: a manufacturer representative went to the site to test the equipment. In summary, the movement was normal as there were no breaks on the front wheels, and the break were on the motor and not on the wheels, so the movement issue was due to the chain slack. The chain slack was adjusted. The system performed as intended. Codes fdm b01, fdr c13, fdc d07 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. There was no patient involvement. The equipment moved easily, but the customer needed precision for the procedure.

Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that the brakes were not working. Patient presence was unknown.

Manufacturer narrative:
H3: no parts have been received by the manufacturer for evaluation. Codes fdm b17, fdr c20, fdc d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.